Event description:
It was reported that a pt underwent a laparoscopic myomectomy in 2008, while attempting to connect the hand piece to the motor drive unit, the cpc connector broke away from the motor drive unit. This occurred before use on the pt. The procedure was successfully completed by cutting the myoma with scissors inside the pelvic cavity with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 2/21/08, damage to drive connector/ coupling, conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.